Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device and event information. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
It was reported the patients extension displayed high impedance. Surgical intervention was undertaken wherein the extension was explanted and replaced.